Event description:
A customer reported that the equipment displayed problems with aspiration and irrigation of silicone oil during a procedure. Following a delay greater than 15 minutes, the procedure was completed with the same system with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the reported event. The company rep cleaned the pressure vacuum manifold and connections to address the issue. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause was determined to be pressure vacuum manifold contamination. (B)(4).